Manufacturer narrative:
G4: 19may2020. B4: 21may2020. User interface assembly was received for evaluation. There were no sign of damage or contamination during visual inspection. After testing, it was determined that the reported issue was caused by the failure of the lcd (liquid crystal display). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 09mar2020. B4: 10mar2020. The customer replaced the user interface and oxygen solenoid valve to address the reported issue. The issue has been resolved, the device was tested, and the device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25feb2020.

Event description:
The customer reported that the display was dim. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.